Event description:
It was reported that during the implant attempt the screw mechanism would not extend. The lead was not used. No further patient complications were reported as a result of this event.

Event description:
It was reported that during the implant attempt, the screw mechanism would not extend. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. There was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleevehead). Tip seal observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.